Event description:
A (B)(6) result was obtained on a patient sample and was considered discordant when compared to repeat testing performed on an alternate advia centaur system. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection and found no issues that may have contributed to the discordant (B)(6) result. Quality control results were within range. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."